Event description:
It was reported that the surgeon was attempting to implant a spacer into the disc space. He began to drill the first screw hole with the 10 mm rigid drill; and snapped it in half in the drill guide. He began trying to retrieve it and had to take apart the cage to do so. The cage was then wasted. He put in a new cage and "awled" this time which seemed to have worked.

Event description:
It was reported that the surgeon was attempting to implant a spacer into the disc space. He began to drill the first screw hole with the 10mm rigid drill; and snapped it in half in the drill guide. He began trying to retrieve it and had to take apart the cage to do so. The cage was then wasted. He put in a new cage and awled this time which seemed to have worked.